Manufacturer narrative:
Patient age at time of event: under 18 years of age. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported an error message occurred during aspiration. During a thrombectomy treatment procedure with the use of a avx® thrombectomy set, aspiration was started and worked for approximately 30sec when a check saline error occurred. The catheter was removed from the patient and exchanged for another avx catheter to finish procedure. No patient complications were reported.